Manufacturer narrative:
During inspection and testing, service found ultrasonic medium was leaking from the insertion tube due to breakage of the tube. The reported event (no ultrasound image) was also confirmed. There was no image due to air bubbles on the probe tip. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported that, at receipt inspection, there was no ultrasound image from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found ultrasonic medium was leaking from the insertion tube. This report is being submitted for the malfunction found during evaluation (leakage). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the ultrasonic medium had a faulty insertion tube due to leakage and there was no ultrasound image due to air bubbles on the probe. The sheath tip was perforated, and this likely caused leakage and air bubbles on the probe tip. The root cause of the perforated sheath tip was unable to be identified. The instructions for use for operation and observation of the ultrasound image state: ¿freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasonic waves are emitted into the patient. Never push or pull the ultrasonic probe with excessive force or withdraw it into the bending section of the endoscope during probe rotation (real-time mode). Manipulate the ultrasonic probe slowly and carefully when the endoscope is sharply angled, or the forceps elevator is raised. Forcefully pushing or pulling the ultrasonic probe may damage it. Do not attempt probe rotation while the ultrasonic probe is advanced abruptly. This could result in image flow and impeded or cause irregular rotation.¿ olympus will continue to monitor field performance for this device.